Event description:
PICC line became occluded - tpn infusate with heparin per protocol and was running on a syringe pump at a rate of 2.0 ml/hr.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. One sample was returned for review. An extension line and syringe were returned attached to the catheter. Functional testing of the device confirmed occlusion. The catheter was removed from the extension line and syringe for further testing. Another syringe was connected to the hub of the catheter and occlusion was still observed. The catheter tubing was cut by the analyst just under the hub of of catheter. Another attempt to flush the hub failed. The hub was examined under magnification and a dark contaminate was found inside the hub of the luer. Possibly, this contaminate was the source of the occlusion. Based on the examination of the luer, it cannot be determined if the contaminate was introduced during the assembly of the device or in the user environment. Since a definite root cause could not be determined, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.